Event description:
An endeavor sprint drug eluting stent was implanted in the lad during index procedure. Approximately 33 months post index procedure the patient suffered a cva. Investigator has assessed that the event was not related to the device. The patient recovered.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).